Manufacturer narrative:
Please amend to a 30 day report. The initial submission of 3008262715-2016-00031 was erroneously submitted as a 5 day report. Healthtronics is not required to initiate action to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
Field service engineer reported that he troubleshot the unit and found a bad chu. The chu was replaced and the system tested. System is fully operational.

Event description:
During left lithotripsy of patient under sedation anesthesia, lithotron unit 088l stopped shocking at 2245 shocks and produced error code - 101. Fse was contacted and attempts to troubleshoot failed. Procedure was ended prematurely due to failure of system.